Event description:
5/21/95 synoscope secondary to cardiac tamponade. About 200 cc of bloody pericardial fluid removed. 5/23 support j-wire seen on x-ray to exit from distal tip of atrial j-lead. Pt had about "1 cm" of fluid present in pericardial on 5/23. She had wire removed that was perforating the atrial appendage during thoracotomy.